Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and a still image were provided and reviewed by a clinical representative. Clinical review suggest that improper sizing, device migration, and/or aneurysmal disease progression leading to remodeling may have contributed to the endoleak. There were no product issues identified in the event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 35 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with an additional infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.